Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings") and headache ("headaches"). The patient was treated with surgery (essure coils removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, mood swings and headache outcome was unknown. The reporter considered headache, mood swings and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("embedded within the lumina of the fallopian tube is a metallic coil consistent with an essure device") and pelvic pain ("pain") in a female patient who had essure (batch no. 774392) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyspareunia. Current weight 160 lbs. Concurrent conditions included body mass index normal, dizziness, chest pain, right lower quadrant pain, appendicitis, uterine cramps, irregular periods, urine incontinence, post coital bleeding, loss of libido, uterine pain, adenomyosis, perineal pain and uterine hypertrophy. Concomitant products included codeine and penicillin nos for allergy, ondansetron (zofran) for nausea as well as ibuprofen. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), abdominal pain ("abdominal pain") and dysuria ("bladder or urinary problems or change:painful urination") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), headache ("headaches"), abdominal distension ("gastrointestinal or digestive system condition type: bloating") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery ((total hysterectomy (uterus and cervix removed)/ bilateral salpingectomy and total laparoscopic robotic-assisted total laparoscopic hysterectomy and bilateral). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, mood swings, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, fatigue, vaginal discharge, weight increased, abdominal distension, alopecia and dysuria outcome was unknown and the pelvic pain, headache, migraine, abdominal pain and vulvovaginal pain had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, dysmenorrhoea, dysuria, embedded device, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: insertion details: findings: normal endometrial cavity, left and right: ostia visualized with 4 trailing coils of essure each. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - in 2011: I do not recall anything. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: dysuria, dysmenorrhea (cramping), headaches., vaginal discharge, weight increased,menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-may-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("embedded within the lumina of the fallopian tube is a metallic coil consistent with an essure device") and pelvic pain ("pain") in a female patient who had essure (batch no: 774392) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyspareunia. Current weight 160 lbs. Concurrent conditions included body mass index normal, dizziness, chest pain, right lower quadrant pain, appendicitis, uterine cramps, irregular periods, urine incontinence, post coital bleeding, loss of libido, uterine pain, adenomyosis, perineal pain and uterine hypertrophy. Concomitant products included codeine and penicillin nos for allergy, ondansetron (zofran) for nausea as well as ibuprofen. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), abdominal pain ("abdominal pain") and dysuria ("bladder or urinary problems or change: painful urination") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), headache ("headaches"), abdominal distension ("gastrointestinal or digestive system condition type: bloating") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery ((total hysterectomy (uterus and cervix removed)/ bilateral salpingectomy and total laparoscopic robotic-assisted total laparoscopic hysterectomy and bilateral). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, mood swings, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, fatigue, vaginal discharge, weight increased, abdominal distension, alopecia and dysuria outcome was unknown and the pelvic pain, headache, migraine, abdominal pain and vulvovaginal pain had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, dysmenorrhoea, dysuria, embedded device, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: insertion details: findings: normal endometrial cavity, left and right: ostia visualized with 4 trailing coils of essure each. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram: in 2011: I do not recall anything. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: dysuria, dysmenorrhea (cramping), headaches., vaginal discharge, weight increased,menorrhagia. Most recent follow-up information incorporated above includes: on 24-jan-2019: pfs & mr received. Reporter's information added. Patient's demographics added. Lot number added. Added event abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), fatigue, migraines , headaches, vaginal discharge, weight gain, bloating, hair loss, abdominal pain, painful urination, vaginal pain. Event added from mr 'embedded within the lumina of the fallopian tube is a metallic coil consistent with an essure device' . Historical condition, concomitant condition, concomitant drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.